Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced incomplete bladder emptying, urinary urgency, urinary frequency, urinary incontinence, urinary burning, hematuria, constipation, bladder pain, back pain, urinary tract infection, cystocele, dribble and spasms at the end of the stream. It was also reported that the plaintiff allegedly experienced erosion, extrusion, recurrence, neuromuscular problems, vaginal scarring, and emotional distress. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
(B)(4).